Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Event description:
It was reported the patient presented with symptoms of pacemaker syndrome. Device interrogation was performed and noted that elective replacement indicator (eri) had triggered. Premature battery depletion was reported. Device interrogation in three months prior noted an estimated five to thirty-six months until elective replacement indicator (eri) however the eri indicator was tripped one month later due to a high atrial threshold which increased the atrial output amplitude. The device was unable to be reprogrammed due to high battery impedance. The device was explanted and replaced and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.